Event description:
New information received indicated that programming changes were made to resolve the issue.

Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed that the implantable cardioverter defibrillator (ICD) exhibited myopotential oversensing resulting in pacing inhibition. No changes or intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.